Event description:
It was reported that they were intermittently getting grid lines in the images causing the patient to be re-exposed. The fe performed the grid calibration, once this was done, the unit is working as intended.